Manufacturer narrative:
Article citation: quesada, andres e., zhang, yanming, ptashkin, ryan, et al. Next generation sequencing of breast implant-associated anaplastic large cell lymphomas reveals a novel stat3-jak2 fusion among other activating genetic alterations within the jak-stat pathway. The breast journal. 05/jan/2021; 1-8. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; right breast effusion ten years after implant.

Event description:
Through journal article ¿next generation sequencing of breast implant-associated anaplastic large cell lymphomas reveals a novel stat3-jak2 fusion among other activating genetic alterations within the jak-stat pathway,¿ authors report a (B)(6) year old patient and reason for implant is noted as invasive ductal carcinoma. Patient was implanted with a textured implant of an unknown fill and presented with right breast effusion ten years after implant. The stage of alcl was noted as t1 and the lymphoma was confined to fluid only. Treatment provided as complete capsulectomy. The manufacturer of the device is unknown. Affected side is right. The status of the device is unknown.